Manufacturer narrative:
Problem code captures the reportable event of first flange of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure on (B)(6) 2018. According to the complainant, during the procedure, the first flange did not fully expand to form a barbell shape. The stent was left implanted and the procedure was completed by placing a double pigtail stent through the axios stent. There were no patient complications reported as a result of this event.